Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's ion selective electrode (ise) calibrations failed. The customer recalibrated the ise's, and the calibration failed. The ccc dispatched a siemens customer service engineer (cse) to the customer's site. The cse replaced the ion selective electrode (ise) electrode seals. The cause of the discordant, falsely low potassium (k) patient result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) patient result was obtained on an advia 1800 instrument. The initial patient result was not reported to the physician(s). Repeat testing was performed on an alternate advia 1800 instrument. The repeat result was within normal range. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium patient result.